Event description:
It was reported that while during a laparoscopic surgery to remove a "cyst on ovary", using the endostat fiber, it was observed that at the end of this procedure, the "fiber broke inside the patient". Reportedly, the physician burnt his hand or finger and received medical care; severity and type not available. The patient was burned; location of burn, type and severity was not reported. The case was completed with the first fiber. Patient outcome: "burn" was reported. No further patient and/or physician information was available.